Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found fluid puddling on the wash 1 nozzle. The cse replaced the wash separation manifold and ran quality controls, which were acceptable. During a follow-up visit, the cse replaced the sample syringe, sensor and probe motor and performed alignments. The customer has not obtained any additional discordant results. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample upon testing a diluted sample on an advia centaur xp instrument. The sample was initially tested on the same instrument (s/n: (B)(4)), resulting above the analytical range. The sample was diluted and repeated, resulting falsely high. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia centaur instrument neat and resulted above the assay range. The sample was diluted and repeated on that instrument, resulting lower than the initial diluted result. The sample was then manually diluted and tested on a second alternate advia centaur instrument, resulting lower than the initial diluted result. The diluted result from the first alternate advia centaur instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.